Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the tip was blocked with a plastic material during the procedure. No patient harm reported. Additional information has been requested.

Manufacturer narrative:
A review of the related device history records associated with the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no other complaints for the reported issue. One tip and a piece of foreign material in a vial returned for evaluation. A visual inspection of the tip was performed and the tip was deemed conforming. The bevel was in good condition with no signs of use. The threads and flange back have a little wear from being placed onto a handpiece. The clear particle was sent to the particulate laboratory for analysis. The analysis indicates the material present within the vial to the silicone material of an infusion sleeve. The root cause appears to be from the placement of the silicone sleeve on the phaco tip. The tip bevel has a sharp edge and can pierce the silicone sleeve if not installed carefully. The manufacturer internal reference number is: (B)(4).